Manufacturer narrative:
Reported event an event regarding expired involving a bi-mentum screw 5 45 was reported. The event was confirmed via usage sheet and labelling. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that during the surgery on (B)(6) 2025, the expired screw was implanted. A review of the patient label noted the expiration date of 08/31/2025. This confirms the event. A review of the device manufacturing records indicated eca200100017-a was packaged with the device at the time of manufacture. A review of the this document noted that "device should not be used after the expiry date displayed on the label as packaging has not been validated beyond this date. This is deemed to be caused due to user error. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
No new information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Expired implants by 15 days after the expiration date was implanted.